Event description:
I have found that certain led style laryngoscope handles distributed by (B)(4) can malfunction, creating a short in the lighting mechanism. This can cause the light to remain on without a blade being attached and the top of the handle to become very hot, possibly burning the user or others who contact it. The handles in question are identified with the word greenline on one side of the top piece and a stylized "ce" on the other. The problem is the retaining ring that holds the bulb spring mechanism will "loosen" over time, backing out and creating a short to the handle that is hot enough to melt plastic in the handle. The retaining ring has two very small holes which can be used to retighten it using a paper clip.

Event description:
Additional info received from reporter 11/6/2013: maude #mw5031483 second occurrence of same problem. Multiple other laryngoscope handles checked, many had retaining rings that were loose or falling out. Dates of use: (B)(6) 2013 - (B)(6) 2013. Diagnosis or reason for use: intubation of pts needing respiratory support.